Event description:
It was reported that the user experienced a low blood glucose event while using the ilet, during which insulin delivery briefly paused but the system was not receiving cgm data because no cgm was connected; the user had scanned a freestyle libre sensor into the libre app, recognized the low, and treated it, with subsequent troubleshooting and education completed. Investigation included customer technical support assessment and user education. Further investigation of this case revealed that the event occurred in the context of a meal entry earlier in the day and an absence of cgm connectivity, which prevented the ilet from responding to real-time glucose values. The user reported clinical symptoms included sweat and dizziness which were associated with low blood glucose. Outcomes included successful self-treatment with oral glucose and return of blood glucose to range, without hospitalization. It was concluded that the event was consistent with hypoglycemia with unclear cause given concurrent loss of cgm integration and meal-related factors. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.